Event description:
On unknown date in (B)(6) 2013, the patient was implanted with a conformable gore tag thoracic endoprosthesis (unknown) to treat an emergency dissection. The physician was attempting to put the device proximally at the left common carotid artery. It was reported that the device moved back 1 cm. On (B)(6) 2013, the physician performed a carotid-carotid bypass procedure, so the additional conformable gore tag thoracic endoprosthesis (tgu454520/10228442) was implanted at the innominate artery. This device moved back 1 cm. Also, it was reported, that the patient had an endovascular procedure to treat a popliteal artery aneurysms (paa) using a gzv device. On (B)(6) 2013. The physician implanted a conformable gore tag thoracic endoprosthesis (tgu454510/10225597). The f/u computed tomography angiography showed a type I endoleak and possible aneurismal enlargement with perfusion to the false lumen. Images were sent to gore for analysis.

Manufacturer narrative:
A review of the manufacturing records for the device is being conducted. Images were sent to gore for analysis. Further information will be provided. Also were implanted: tgu454510/10225597 and tguunk/unk.